Event description:
It was reported that; there was some debris found inside a screwdriver shaft. The scrub nurse further reported that this looked like biological material.

Manufacturer narrative:
Lot# 093213. Method: visual inspection; device history review; complaint history review; risk assessment. Results: inspection of the returned device did not reveal any identifiable debris or rust. No relevant issues were identified during manufacturing record review. Conclusion: a definite root cause could not be determined.

Event description:
It was reported that; there was some debris found inside a screwdriver shaft. The scrub nurse further reported that this looked like biological material.